Manufacturer narrative:
Insulin pump was received with normal operating currents and no unexpected off no power, low battery, or battery out limit alarm noted. Unit had intermittent button response and button error alarm due to corroded keypad traces. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump's buttons were unresponsive. The insulin pump alarmed battery out limit after the battery was removed. Customer's blood glucose level was 116 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.